Manufacturer narrative:
(B)(4). Batch # t5ch4t. Reload: sr75 (lot t40d2n). Device analysis: the analysis results found that the ntlc75 device was received with no apparent damaged and with a cartridge reload present. The reload was received with the gripping surface from right side damaged, the knife not completely within doghouse and the reload had the proximal 22 drivers up without staples, and the remaining drivers down with staples present and swing tab in the unlocked position. The device was tested for functionality with the test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. The swing tab in unlocked position is consistent with an improper loading technique. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please refer instructions for use. This condition of gripping damaged is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Partial fire. It was reported that during the total bladder surgery, could not fire farther after fired 1/2 when severing the colon tissue on the first firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.